Event description:
Customer says their device is not working correctly. They received a reading of 543mg/dl at 10:15pm. Tested again at 10:30pm and got hi. They went to the emergency room based on the high readings and they was tested on the hospital's meter and got a result of 140mg/dl. No treatment was given. A request was made for the return of the suspect device and replacement product was sent.